Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. Customer's blood glucose was 197 mg/dl. He could not complete troubleshooting because he was driving at the time. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to a faulty force sensor. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because our first follow up report was missing some of the device evaluation codes.